Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. The helix was also noted to be stretched. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break at the distal end of the terminal pin. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. (B)(4).

Event description:
It was reported that this right atrial (ra) lead had an abrupt change in impedance measurements above 3000 ohms. The ra sensing has also decreased. The patient was brought in for interrogation and noise with intermittent oversensing was observed in stored episodes. An x-ray was obtained but was unremarkable. The patient was scheduled for intervention. New information received indicates that this ra lead how exhibits loss of capture (loc) at maximum outputs. Surgical intervention was performed and the clinical observations were confirmed through the pacing system analyzer (psa). Attempts to explant the lead were complicated by helix issues. The lead was successfully explanted without incident.